Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The caller also mentioned that the device was stuck in the prime loop. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.